Event description:
It was reported, the patient¿s programmer wasn¿t working. It was stated it had a display showing a ¿call your doctor¿ icon and they reported a power on reset (por) condition. It was noted the patient didn¿t use their programmer that often and when they tried to check their implantable neurostimulator (ins) the night prior to report they saw the por message. It was reported, the patient had not really had a return of symptoms and they urinated frequently but not like before the implant.

Manufacturer narrative:
Product ID 3889-33, lot# v014403, implanted: 2007 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).